Event description:
An eye care professional reported that a pt seen in 2006 was treated by a different eye care facility for a central corneal ulcer, left eye, in 2006 with unspecified eye drops. Pt is reported to have experienced pain associated with event. A culture was performed by the treating facility, the results of which are unk. A residual scar remains, however, there was no reduction in visual acuity. No further info is available.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is being classified as a central non-infectious corneal ulcer." H6: as there was no product or lot number provided, no detailed investigation of mfg records can be performed.